Event description:
Patient was admitted with respiratory symptoms. The patient was initially placed on ECMO and inotropes secondary to viral cardiomyopathy. An impella 5.5 was placed to help with left ventricular unloading and to help to wean off ECMO. The patient had multiple episodes of ventricular tachycardia (vt) and initial plan was for ablation. On (B)(6) 2025, the patient was implanted with a durable ventricular assist device with impella 5.5 explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. D10 (concomitant) has been added. Ppae(tachycardia): the root cause of the injury was not determined due to insufficient clinical details.